Event description:
It was reported that while assessing the patient for an elective replacement procedure, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. The patient will be further monitored. There were no patient consequences.